Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that endophthalmitis developed on (B)(6) 2023 after vitrectomy surgery on (B)(6) 2023. The surgery was not performed again, and the patient was under observation. The sample was not available for return. This report is 1 of the 4 reports. Additional information received from the physician, the patient experienced endophthalmitis in the left eye which led to the hospitalization. The event was treated with antibacterial drugs, eye drops, and an infusion, and the patient was recovering. The changed washing procedure was considered a possible factor.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria four returned unopened samples were visually inspected, and no obvious defects were found that would have contributed to the customer's experience. Blue penetrating dye solution was injected into the package through the slit and rotated the package to expose each seal edge with the dye penetrant solution and no dye solution crossed the sealed adhesive region in all 4 sides of the tray. No breaches in the sterile barrier between the tray and tyvek were noted. The sterile barrier was found to meet specifications. The system is a closed system. It is operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (e.g. Phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The root cause of the customer's complaint could not be established; the returned sample met specifications. No sterile barrier breach was observed during laboratory evaluation. It was noted the product associated with this event was not returned. No corrective action is required at this time as the returned sample met specifications. Current tracking indicates no adverse trend for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The consumable single-use cassette is provided to the customer in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).